Event description:
Caller reported melting of the black plastic that surrounds the electrical contact pins of this inform base. No adverse event reported. A request was made for the return of the device, replacement was sent.